Manufacturer narrative:
Following a customer allegation, the maxi sky 2 ceiling lift dropped unexpectedly approximately 3 inches. This occurred during moving of the maxi sky 2 to the charging station. The spreader bar hooked onto light over the bed what caused the accumulation of the strap. Then, the strap unwind when the ceiling lift was shifted from the light. No patient was involved, no injury reported. Two similar cases occurred in one facility. The second event was registered under manufacturer report no.: 9681684-2023-00055, arjo reference no.: (B)(4)). Following the device evaluation result, there was no device malfunction found. The claimed drop was a consequence of the ceiling blocking against an obstacle during the return to the charge, and the subsequent unwinding of the strap after being taken from the light. As per design, the device is equipped in the emergency brake that automatically engages to block the strap unwinding in the unlikely event of an abnormal situation (as example mechanical damage). The return to charge (rtc) steps are described in detail in the instructions for use dedicated to maxi sky 2 (IFU 001-15698). As per device design, after pressing the button, the spreader bar will be raised to the top and the maxi sky 2 will move along the track, in the pre-programmed direction. When the charging station is reached, the ceiling lift will stop and the spreader bar will be lowered to the pre-programmed length to be reachable by the caregiver. The rtc can be stopped at any time by: ¿pressing any button on the hand control. Pulling on the red emergency stop cord. Holding onto the spreader bar¿. It is also mentioned in the IFU: "make sue that there are no obstacles in the path." In the reported case, return to charge function was activated despite the light being on the device movement path. The ceiling lift was not stopped by the facility staff when reached the obstacle that lead to the claimed drop. To sum up, the device failed to meet its specification since the strap of the lift unwound. Arjo device was not used for the resident transfer when the incident occurred. The complaint decided to be reportable due to unexpected unwinding of the maxi sky 2 strap.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusion of the investigation.

Event description:
Following a customer allegation, the maxi sky 600 ceiling lift dropped unexpectedly approximately 3 inches. This occurred during moving of the maxi sky 2 from the charging station. The spreader bar hooked onto light over the bed. This caused the strap to unwind when the ceiling lift was shifted from the light. No patient was involved, no injury reported. Two similar cases occurred in one facility. The second event was registered under manufacturer report no.: 9681684-2023-00055, arjo reference no.: (B)(4)).